Manufacturer narrative:
The device was evaluated and found to be within specification.

Event description:
In this event it was reported that a propex iq apex locator was giving incorrect measurements; no injury resulted.